Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that about one week post implant of their implantable cardioverter defibrillator (ICD) they went into atrial fibrillation (af) and passed out. When the patient awoke they stated they were shocked thirty six times and placed on life support. The shocks were suspected to be inappropriate. The patient further reported being shocked an additional forty times prior to having an ablation procedure. The ICD remains in use. No further patient complications have been reported as a result of this event.